Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation was able to duplicate the user's report of a flickering and intermittent video image when the angulation control knobs were manipulated. The difficulty was isolated to an intermittent connection with the device's charge coupler device (ccd). This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during a diagnostic pleuroscopy, there was an intermittent loss of video image that gradually became a complete loss of video image. The procedure was completed with a different, but similar device. No pt injury was reported. The user reported that similar phenomena had been observed on a previous procedure; however, they had elected to use the device again.